Manufacturer narrative:
An event of valve degeneration and high trans-valvular gradients resulting in patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6)2015, a 21 mm epic valve was implanted. In (B)(6) 2017, the patient presented with dyspnea that had worsened to grade iii/IV. An echocardiogram showed valve degeneration and severely high trans-valvular gradients. Since (B)(6) 2018, the patient had accelerated progressive stenosis which worsened over the next three months. On (B)(6) 2018, the patient was reported to have died due to decompensated heart failure, secondary to prosthetic valvulopathy.